Manufacturer narrative:
Technician found that the bed would not go into trendelenburg dut to switch being out of adjustment. Readjusted switch to resolve this issue. Bed located in bed shop.

Event description:
Complaint that the bed would not go into trend. No injury alleged.